Manufacturer narrative:
Investigation type: eitan medical investigated the pump's event log. Investigation findings: according to the event log, multiple occlusion alarms were observed within the first 8 minutes of treatment. The log indicates that alarms were triggered due to the pressure exceeding 0.5 bar, which was the device used threshold. No pump issue was identified from the event log investigation. Conclusion: eitan medical has requested the pump to be received for investigation. When received, the pump will be tested, and the test results will be presented in a follow up report.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump. Investigation findings: the pump was tested and found to meet all specifications, including occlusion detection. Conclusion: the pump was found to meet all specifications, including occlusion detection. The occlusion alarms experienced by the customer were most likely a result of genuine occlusion events due to wrong setup (e.g., using a blocked set, set extension or catheter).

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. It was reported that no human harm occurred, and no medical intervention was required as a result of this event.